Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This report is conservatively filed as the patient expired. It was reported that on (B)(6) 2019, two mitraclips were implanted, reducing the functional mitral regurgitation from grade 4 to grade 1. On (B)(6) 2019, echocardiogram noted the mr was grade 1 (mild); however, on (B)(6) 2019, echocardiogram noted the mr had increased to moderate. The clips were noted to be well attached to both leaflets and functioning as expected. Fluid volume overload was noted and the recurrent mr was attributed to the volume overload and not related to the implanted clips. On (B)(6) 2019, the mitraclips had remained stable. In late (B)(6) of 2019, the patient expired. The cause of death is not currently known. The study physician did not provide a relationship of the death to the mitraclip device. No additional information was provided regarding this issue.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the patient went into cardiogenic shock, acute respiratory failure, acute congestive heart failure, had coronary artery disease and end stage renal disease. Medications had been provided. On (B)(6) 2019, the patient expired. The exact cause of death remains unknown. Per physician, the death was possibly related to the clip.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of death, cardiogenic shock, respiratory failure, worsening heart failure and renal failure, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effects of cardiogenic shock, respiratory failure, worsening heart failure, renal failure and death could not be determined in this complaint. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported treatment with medication appears to be a result of case specific circumstance as medication was provided to the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2, b3: date of death and date of occurrence corrected.